Event description:
Pt had star total ankle replacement system removed.

Manufacturer narrative:
Additional revised components: star total ankle replacement. Talar component: model # 400-245, lot # 100107/4950, device MFR date on 06/01/2015, date of implantation on: (B)(6) 2012, date of explantation on (B)(6) 2013. Star total ankle replacement: sliding core mobile bearing. Model # 400-140, lot # 1017090, device MFR date on (B)(6) 2010, expiration date on 11/01/2015, date of implantation on (B)(6) 2012, date of explantation on (B)(6) 2013. Pt had star total ankle replacement system removed and revised to fusion. Visual examination confirms poly was intact, and other components were in good shape. Company report form indicates that the pt's talus was in poor condition. No anomalies found within the dhrs for part nos. 400-140, lot # 1017090, and 400-254, lot # 100107/4950; (B)(4).